Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled ii 500. As it was stated, the spring was missing from locking pin of the device's handle. According to the provided information, the handle was detached from the light. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). E1h event site postal code: (B)(6). Other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of d4 version or model #, d4 catalog #, h3a device evaluated by manufacturer?, h3b device not eval provide code, h3c if other provide code -explain fields , h4 manufacture date deems required. This is based on the internal evaluation. Previous d4 version or model # ard569202955. Corrected d4 version or model # ard5692029550. Previous d4 catalog # ard569202955. Corrected d4 catalog # ard5692029550. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer corrected h3c if other provide code -explain: n/a. Previous h4 manufacture date: 2021-06-11. Corrected h4 manufacture date: 2021-06-10. Getinge became aware of an issue with one of our surgical lights ¿ powerled ii 500. As it was stated, the spring was missing from locking pin of the device's handle. According to the provided information, the handle was detached from the light. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. The sterilizable handle fall is due to locking mechanism disengagement. Two possible causes have been identified: first cause: wrong positioning of the circlip in its slot. Second cause: breakage of the circlip because of oxidation. The first cause can be ruled out because since november 2012 circlip assembly operation is checked at 100% at the supplier. The second cause (circlip breakage because of oxidation) is then the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles (report ¿capa2015-06 rapport essais clients br-de.pdf¿ and report ¿re16-070b¿). According to this result, the modification has been applied in our production line since 09th november 2017. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).